Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the o2 calibration failed. A second calibration was performed and was successful. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.